Event description:
A customer reported that an unexpected positive result was obtained on the weak d assay on galileo echo m01155.

Manufacturer narrative:
A review of the image files showed that a bubble was present in the anti-d well and indicator well. It did not appear that the indicator cells were pipetted. All other reactions appeared as expected. The customer performed the probe accuracy test. Acceptable results were obtained. The customer checked the connection on the buffer supply bottle and found fresh salt crystals at the buffer bottle connection. The customer tightened the entire connection to the buffer supply bottle and will continue to monitor.